Event description:
During a premature ventricular contraction procedure, a display issue occurred which delayed the procedure. The catheter was placed near the right ventricle his, but could not be mapped on ensite. Electric potentials were displayed on the recording system and ensite. The magnetic indicator of the catheter was orange and did not turn blue. The sheath filter did not work and the dws was restarted which did not resolve the issue. Electrodes 17-18 of the magnetic sensor were not displayed. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. Electrode 18 read as an open circuit. Dissection revealed conductor wire 18 had been fractured proximal to the weld joint, consistent with the open circuit detected and the reported signal issue. Electrode 17 and sensors a and b display acceptable resistance values. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fractured conductor wire remains unknown.